Event description:
It was reported that: "set infusion pump to infuse taxol over 3 hrs and dose was delivered in just less than 2 hrs".

Manufacturer narrative:
Zyno medical received a letter on (B)(4) 2013 from FDA dated on (B)(4) 2013 that user reported this event. The report # is (B)(4). No other information is available to zyno medical for further investigation.